Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly fully healed. Additional details will not be provided. The external visual inspection revealed tool damage to the top cover side. In addition, a contact pad is lifted. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non-auditory sensations and lack of benefit. The recipient presented with pain and dizziness. The recipient was a non-user of the device. The recipient has a need for mris for other medical issues. The recipient's device was explanted. The recipient was not reimplanted.